Event description:
Boston scientific received information that this right ventricular (rv) lead had a suspected lead fracture. A revision procedure was performed, and attempts were made to reposition the lead. The physician was unable to gain access through the patient's venous. Subsequently the physician elected to stop the procedure and the case was abandoned. A second revision procedure maybe performed in the future. At this time the rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that a second revision procedure has taken place. During the procedure the patient became septic as a competitor device was implanted on the right side. The competitor device was extracted and the boston scientific device was turned back on to monitor plus therapy. The patient remains in the hospital and will be monitored. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.